Manufacturer narrative:
Concomitant medical device: 5071-35 lead implanted (B)(6) 2009; 694765 lead implanted (B)(6) 2009; 407652 lead implanted (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.